Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Revision due to ceramic liner fracture.

Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to ceramic liner fracture.

Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of the heavy lifting associated with the patient's job as a laborer.

Event description:
Revision due to ceramic liner fracture.